Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had received critical pump errors 15, pump error 23, and pump error 53 on their insulin pump. No further consequences requiring medical intervention were reported. The customer was assisted with troubleshooting, and it was found that the customer was able to clear the alarm and also rewind the pump. 0.2 units of insulin were filled in the cannula (into the air), and the delivery was successful but was recorded in the daily history. The customer had discontinued using the device. The insulin pump will be returned for product analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. S/w version = 5.2a. Retainer ring = black. Case type = ngp. Customer returned pump for alleged pump error 15, pump error 53 and pump error 23 found on (B)(6) 2022. Pump passed displacement test and self test. Successfully downloaded history files and traces using thump. Pump error 15 alarm confirmed in the history file on 11/17/2022 at 01:48:08.000 due to a hardware anomaly. Verified the pump alarmed pump error 53 in pump downloaded history on 11/17/2022 at 02:33:34.000 with line number = 1216 and file number = 709 due to a hardware anomaly. Verified pump alarmed pump error 23 on 11/17/2022 at 01:48:10.000. Pump error 23 was not noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and keypad overlay texture damage. Confirmed pump error 15 and pump error 53 due to a hardware anomaly. Pump error 23 was not noted during testing. Pump error 23 was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.